Event description:
Pt s/p right total hip arthroplasty for dysplasia. On recheck, it was felt pt had recently dislocated their hip. It was felt they had a loose acetabular component, a vertically placed acetabular leading to a dislocation. Due to the angle and the loosening of the hip, it was felt that they would benefit from a revision of the right total hip arthroplasty.